Event description:
It was reported surgeon came to use the reamer and discovered k-wire was still in the lag screw reamer (from the previous patient). It was noted that there was bone remains in the lag screw reamer and because it was noted during intraoperatively, surgeon was forced to proceed. In addition, there was bone residue lodged in the cannulated screwdriver. They had to open an additional k-wire, but the result is that the patient might be cross-infected. This kit was returned to stryker and wasn't checked until (B)(6), the tray was also incomplete. The number is not known, but the items in question are the lag screw tap drill (cat # 13200190) and lag screw screwdriver ((B)(4)).

Manufacturer narrative:
Devices will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.